Event description:
It was reported while a patient activated a pod the cannula had deployed prior to application at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. The download data shows the device completed a bolus delivery excluding the priming sequence.